Event description:
According to the reporter, prior to case, the seal was damaged, surgical tech tried to load obturator into cannula in preparation for case starting. The customer noticed that the product was very difficult to get obturator through cannula. The product was not used on patient. A new trocar was pulled and used to complete the case. There was no patient injury involved in the event.